Event description:
It was reported that the pump would not charge or power on despite the charger showing a solid green light while plugged directly into a wall outlet, and the device presented a brief blue circle before shutting off prior to complete failure; the user placed the pump correctly on the pad and later transitioned to multiple daily injections while a replacement was arranged. Symptoms included hyperglycemia with a fingerstick reading in the 500s and fatigue. Outcomes included interruption of insulin delivery and the need for subcutaneous insulin injections. Investigation included troubleshooting and user education, verification of shipping and return logistics, guidance to shut down the device to avoid further alerts, and confirmation that data would not transfer to the replacement. Investigation of this case revealed a suspected pump charging and power malfunction consistent with a device performance issue rather than user setup error. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to charging or power. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.